Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of morphine for non-malignant pain/peripheral neuropathy. In 2000, the pt underwent explantation of the pump due to a stall documented on an x-ray rotor test. The pump was returned to the MFR for analysis. The pt underwent implantation of a new synchromed pump on the same day with resumption of morphine.